Manufacturer narrative:
Continuation of d10: product ID: a72400 (serial: unknown); product type: 0216-software; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep called to report patient getting message on handset that says "neuro sense (ns) is currently adjusting therapy; try again in a few seconds or consult manual" when they go to increase or decrease therapy. Caller conference patient in on the call and patient confirmed this. While on the call, patient entered therapy app and did not see the message, but confirmed it re-appeared when they tried to increase therapy. Caller and patient said prior to calling they tried reset and power off/on options for handset without success. Patient confirmed they tried waiting a few minutes for the sensing to finish, but the message never went away on it's own. While on the call, patient turned ns off then back on, but message still re-appeared. Of note, patient said the therapy was at 2.1 ma before turning ns off and when they turned it back on it came on at 1.5 ma. When asked if this was the clinic setting, patient said no, the clinic setting was 3.2 ma. Caller confirmed this was the only group programmed to ns and the others were all legacy. When asked if caller adjusted for noise during programming session, they were unfamiliar with the concept. While on the call, patient confirmed they were able to adjust settings if they turned ns off, adjusted, then turned back on. Agent suggested for the time being patient turn off ns to adjust settings, then turn back on. Agent suggested next time caller and patient meet up that caller evaluates programming for noise and pulls logs. Agent also emailed caller information about ns programming.

Manufacturer narrative:
Continuation of d10: product ID a72400, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating they have not been able to meet with the patient as of yet. She switched to another group using legacy programming which is working as expected and providing pain relief. Issue resolved.